Event description:
Customer reported patient with diffuse lamellar keratitis grade 1-2 on both eyes. Initial procedure was on (6) 2013. The event did not result in patient injury or complications. The event did require irrigation and inflanefran. Pre op best corrected visual acuity (bcva) was 1.20+1 on the right eye and 1.20+1 on the left eye. On (6) 2013, uncorrected visual acuity (ucva) was 0.63-2 right eye and 0.40 left eye. On (6) 2013, ucva was 0.50-1 right eye and 0.50 left eye. Bandage contact lens was not placed.

Manufacturer narrative:
Completed by manufacturer. Evaluation: surgeon believes event was caused by the intralase laser. Surgeon indicated that the flap was not smaller or larger than the desired bed area. Amo's field service engineer was onsite to evaluate the laser and perform preventative maintenance. Laser meets all amo specifications.